Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the enduser alleges the chair will veer to the right, stop and then flash light error code.

Manufacturer narrative:
Device was returned and it passed all the functional testing. They were unable to duplicate the alleged issue.

Event description:
Provider states the enduser alleges the chair will veer to the right ,stop and then flash light error code.